Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a severe case of hyperglycemia. Customer's blood glucose level was 516 mg/dl. The customer's mother changed the sensor and infusion set. The customer's blood glucose level went down to 300 mg/dl. The device was not returned.